Manufacturer narrative:
Visual inspection performed by r&d project manager: visual inspection highlights hydroxyapatite layer absorption only in the distal part of the stem, in line with mobilization diagnosis. Few revision surgery signs found on the femoral neck region. Batch review performed on 14 november 2018: lot 152131: (B)(4) items manufactured and released on 10 august 2015. Expiration date: 2020-06-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: partial hip revision surgery (stem and head) occurred 3 years after cementless total hip arthroplasty. Radiographic images provided show the presence of radiolucent lines around the stem and signs of stress shielding suggesting stem mobilization. According to the report, the stem may be oversized but this cannot be confirmed not having preoperative x-rays. Aseptic loosening is a possible, literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this failure cannot be determined.

Event description:
On october 16, 2018 we were informed that the patient needed a revision due to stem loosening about 3 years after primary. On (B)(6) 2018 the surgeon swapped stem and the head. The surgery was completed successfully.